Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the battery compartment on their insulin pump is broken. The customer states the part where the battery cap screws on is worn and the side of the battery compartment has broken off. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The customer also reported being hospitalized three to four years ago for low blood sugar and diabetic ketoacidosis. The customer is now doing well and did not want to follow up.